Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that the backwash was leaking and discovered the air cylinder that moves the backwash was broken. The fse replaced the cylinder with car stock, but this cylinder was also cracked. The fse ordered a new cylinder and returned the following morning with parts. The fse replaced the glass cylinder and aligned the rinse block on his return visit. The backwash is now being completed properly. The fse also noticed that the auto mode samples were giving voteouts for red blood count (rbc) and the dilutions in the baths were not correct. The blood sampling valve (bsv) actuator was replaced resolving the rbc voteouts. The system performance was verified and the analyzer is now running within specifications. One failure mode was related to air cylinders at the probe wipe rinse block. Another failure mode was related to the bsv actuator. (B)(4).

Event description:
The customer reported to beckman coulter that there was a recurring leak from the backwash cup from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The operator was wearing a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No death or injury is attributed to this event and there was no change to patient treatment. The operator did not seek medical attention. No erroneous results were associated with this event.